Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was scheduled for an unrelated colonoscopy on the day of the report. Their patient programmer (pp) was showing poor communication and they thought that the implanted neurostimulator (ins) was dead, noting that it was implanted nine years ago in 2008. They were also having a return of urgency symptoms and bladder infections over the last couple of months prior to the report. Their pp did communicate with the ins a couple of months prior to the report. They did not intend to follow-up with any healthcare professional (hcp). There were no further complications reported or anticipated.